Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut and staple at all? If so, did it fire completely? Was the device difficult to fire? Was device fired on entire pedicle, one renal artery or multiple? Were any unusual noises noticed during firing? What troubleshooting steps were taken to open the device? Please explain what is meant by ¿highly vascularized¿. What is the current patient status?

Event description:
It was reported that during a nephrectomy procedure, the surgeon using to ligate the renal arteries. Struggled initially to close but using extra force managed to close the jaws. Fired the device and it locked onto the tissue and would not release. Due to the anatomy being highly vascularized, the surgeon converted to an open procedure to gain access to cut the device away. Surgeon seems to think he may have closed on tissue that was too thick at the distal tip ¿ due to the nature of the anatomy he could not visualize the tissue before he attempted to close.

Manufacturer narrative:
(B)(4). Batch # p5847j. Investigation summary: the analysis results found that the ats45 device was received with the anvil misaligned and with a tr45w cartridge loaded in the device. The reload was received fully fired. Further analysis shows that the knife was exposed and bent. The device was disassembled to verify the condition of the internal components and no anomalies were found. Due the condition of the device no functional test was performed. No conclusion could be reached on what caused the damaged on the anvil, it is possible that the device was attempted to fire on thicker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device cut and staple at all? If so, did it fire completely? Yes, no. Was the device difficult to fire? Yes. Was device fired on entire pedicle, one renal artery or multiple? Multiple. Were any unusual noises noticed during firing? Unknown. What troubleshooting steps were taken to open the device? Unknown. Please explain what is meant by ¿highly vascularized¿. Correction - the pedicle was highly vascular. What is the current patient status? Doing well.